Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. Programming changes were attempted however the change did not block the noise. It was noted that the patient had a tavr implanted which damaged the lead. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.